Event description:
It was reported that a spectrum pump would not recognize a removed set from a load point. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed but did not reproduce the reported symptom of "does not recognize a removed set from lp#2" through observation at power up. Eval observed at power up a clean load point #2 alarm caused fy a failed upstream sensor. The evaluated optical sensor readings will cause "clean load pt#2 alarms and will also cause a false detection of a set at load pt#2 as was observed by the customer when IV set loading is attempted prior to the pump displaying the "clean load pt#2" alarm. The failed upstream sensor was replaced.